Manufacturer narrative:
Based on the information provided, the tissue samples exhibiting sub-optimal tissue processing were derived from the "quest 4hr" protocol comprising 73 cassettes, which started in retort a at 01:45am on (B)(6) 2020 and completed at 05:45am on (B)(6) 2020, and the "quest 4hr" protocol comprising 34 cassettes, which started in retort b at 02:55am on (B)(6) 2020 and completed at 06:55am on (B)(6) 2020. The "quest 4hr" protocol, which is of 4 hours and 3 minutes duration, has been validated for use in this laboratory since (B)(6) 2019. Investigation of this complaint found that the instrument functioned as designed during execution of both the "quest 4hr" protocol started in retort a at 01:45am on (B)(6), and the "quest 4hr" protocol started in retort b at 02:55am on (B)(6) 2020, from which sub-optimal tissue processing was reported by the complainant. Information documented by the assigned leica senior field application specialist - core histology details that the sub-optimal tissue processing reported by the complainant was derived from the "quest 4hr" protocol, and the tissue type and size of the affected tissue samples were "biopsies, gi, skin" and "<3mm" respectively. Section 8.2.1 of the leica histocore peloris 3 premium tissue processing system user manual details the manufacturer recommended protocol duration for different maximum tissue. Thickness/dimensions and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal, prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. The findings suggest that the root cause of the sub-optimal tissue processing reported by the complainant in this event was use of a protocol of inappropriate duration for the type/size of the tissue samples being processed, as the manufacturer recommendations indicate that the "quest 4hr" protocol with a duration of approximately 4 hours is not appropriate for processing "biopsies, gi, skin" samples with tissue size of "<3mm".

Event description:
The complainant contacted leica biosystems in relation to histocore peloris 3 rapid tissue processor serial number (B)(4) and the following information was documented, random processing issues. No errors prompted. Customer states that issue started about 12 month ago. They changed out all reagents on this instrument which resolved this issue. However, about 2 weeks ago the issue was demonstrated again. On (B)(6) 2021, the assigned leica field application specialist - core histology (fss) visited the laboratory in order to obtain further information regarding the circumstances involved in this complaint and to provide applications support. The fss documented the following observations: "overprocessed tissue from processing runs on each retort. Event code 241 (incomplete drain contact service, retort a, wax chamber 3). Instrument was paused by user just after protocol a run completed on (B)(6) 2020. Instrument is due for pm as well and fse to go onsite (B)(6) 2021. Wax chamber 2 & 4 wax levels above max possibly due to customer using paraffin pellets to top off wax chambers. No apparent reagent contamination noted. Retort chambers have heavy powdery residue. Instrument maintenance needs improvement and has been discussed with laboratory manager. The fss instructed the complainant to replace all the expired reagents on the instrument, and to perform a verification processing run using redundant tissue to assess the quality of tissue processing following the user action detailed. The fss also provided training to the histotech(s) who performs instrument maintenance and reagent replacement for the instrument. The leica field service engineer also visited the customer site to investigate event code "241" noted by the fss. The fss documented that the tissue samples exhibiting sub-optimal processing were derived from the "quest 4hr" protocol executed in retort a comprising 73 cassettes, which completed at 05:45am on (B)(6) 2020 and the "quest 4hr" protocol executed in retort b comprising 34 cassettes, which completed at 06:55am on (B)(6) 2020. The tissue type and size of the affected samples were detailed as: "biopsies, gi, skin" and "<3mm" respectively. On (B)(6) 2021, the assigned leica senior field application specialist - core histology received information that all cases involved in this event were diagnosable.